Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 517 mg/dl at the time of incident. The current blood glucose level is 228 mg/dl. The customer treated for high blood glucose with insulin pump. The customer was reported that the insulin pump had insulin flow blocked alarm in the past. The customer was assisted with troubleshooting and resolved by complete set change. The customer reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.